Event description:
Customer reported the unit was not heating during patient use. Another unit was used. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The unit was returned and sent to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that upon initial testing of the unit the claim was confirmed. The power switch did illuminate and unit did not generate heat. Evaluation revealed that the unit had been partially immersed, moisture was still present inside the unit. Control knob and potentiometer shaft were damaged due to impact, and did not turn when unit was received. A random thermal-fuse failure prevented the unit from generating heat. The device history record review shows that the heater was working within specifications at the time of release. The approximate age of the unit is 203 days. Based on the investigation performed, the reported complaint was confirmed. The unit is under warranty and will be repaired and returned.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the unit was not heating during patient use. Another unit was used. No patient harm reported.